Event description:
Sorin group received a report that blood was seen leaking from the inspire oxygenator during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8 hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(6). Sorin group received a report that blood was seen leaking from the inspire oxygenator during a procedure. There was a report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.